Event description:
Caller was implanted with an allergan saline breast implant on (B)(6) 2020. In (B)(6) 2020 she started experiencing different symptoms. In (B)(6) 2020 she visited her doctor and several other doctors, no one was able to diagnose her with any problem. She went to a chiropractor who made an adjustment to her neck due to pain in her neck, shoulders and arm with no change in her condition. She went back to her primary care doctor and was prescribed prednisone with physical therapy which also did not help. She was sent to an orthopedic doctor, a neurosurgeon, a pain management doctor, and a neurologist who has been treating her for two and half years for pain and physical therapy. Caller stated that her symptoms range from headache, all of over body pain, extreme fatigue, tremors, right face drooping, memory loss, difficulty breathing, ambulation problems, swollen lymph nodes, tingling in hands and feet. She was tested for multiple sclerosis, lou gehrigs disease, done several blood works and MRI with no negative result. She stated that she has an appointment with another doctor in the coming weeks for assessment to determine the cause of her symptoms.